Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported that after the impella cp was successfully implanted, the patient developed a small hematoma post procedure at the groin impella insertion site. Manual pressure was held to compress the area, but after an additional assessment by the physician, the groin site bleeding had increased and the decision was made to take the patient to operating room for surgical cutdown and repair of the insertion site. The impella cp position was confirmed and repositioned using transesophageal echocardiography (tee) guidance. Patient was transfused with blood products. Post surgical repair, some oozing was noted at the access site. Access site was re-dressed and the oozing subsided.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.